Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump, that when plugged in it does not charge. This condition was found in the general patient ward upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "connect and does not charge" was confirmed during service. Service determined the customer reported problem referred to the unit being connected to ac power and the battery not charging. The cause of the condition was a defective main battery. The main battery was replaced to resolve the condition. A follow-up report will be filed if any additional details become available.